Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at an unspecified time. The patient reported blood glucose results of "205, 231, and 297 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient indicated she manages her diabetes with insulin pump. Due to the alleged issue, the patient claimed she decreased her dose of insulin (type and dose unknown). The patient claimed she was feeling sleepy and nauseas immediately following the alleged issue. The patient however denied receiving any medical treatment due to the alleged symptoms. At the time of troubleshooting, the cca verified an approved sample site was used and that the subject meter's unit of measure was set correct at the time of testing. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury. The patient did not receive any medical treatment for acute complications of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.